Event description:
It was reported to boston scientific corporation that a sensation snare was used in the intestinal tract during an endoscopic polypectomy procedure performed on (B)(6) 2026. It was reported that during the procedure, the support provided was insufficient. During the attempt to remove the polyp, the device repeatedly slipped, preventing successful removal. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.